Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
This procedure was performed on an iliac stenosis in (B)(6). The physician pushed the visi-pro forward into the pelvic axis. At the retraction point the stent detached from the balloon and lay over the wire in the pelvic axis. The balloon was removed and the stent was recovered with a snare kit. This resulted in a dissection of the iliac vessel. Surgical implantation of a stent was not possible.